Event description:
On october 08, 2010, received user facility medwatch report (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system dissector engaged independently causing thermal injury to saphenous vein with no additional patient effects reported. The dc extension cable was identified as the problem, and the product was removed. The vasoview hemopro evh system is not returning.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4)